Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a bubbled downstream occlusion (dso) seal. During analysis, the customer's complaint regarding "no occlusion alarm" was confirmed. It was noted that the unit is not hitting downstream occlusion trip point due to the valves being slanted and allowing back flow, there is some kind of contaminate on the valves/foam. Service will replace the valves and foam to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump did not alarm for occlusion. No adverse effects were reported.